Manufacturer narrative:
Technical support instructed the account to inspect the brake linkage and hex rod and to also adjust the brake knob. The account had not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the brakes will not lock.